Manufacturer narrative:
The physician deployed the lobo-5 device at a more proximal location within the vessel to address the identified perforation. The procedure was completed without further incident, and no additional adverse events were reported for the patient. The device was discarded; therefore, no evaluation could be conducted. A review of the device history record (DHR) revealed no deviations from the manufacturing process that could have contributed to the reported incident.

Event description:
A representative reported that an accessory renal vein was perforated during advancement of a lobo-5 vascular occlusion system device toward the distal landing zone using a sendero mirocatheter.